Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for predilaton. However, during inflation at 8 atmospheres, the balloon ruptured. The balloon was removed and dilatation was performed again using a 4mm balloon and a 7x80 eluvia stent was placed. Subsequently, a 6.0 x 40, 135cm mustang balloon catheter was advanced for post dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.